Event description:
It was initially reported that on 2011-(B)(6) patient had a stroke. On further follow-up with the healthcare provider, it was noted that cause of event was "none". Patietn experienced drug effects: oversedated, unresponsive and septic, had renal failure. Patietn was hospitalized. Drugs delivered via the device were dilaudid and bupivacaine. The drug was decreased by 33%. Patient outcome was stated as recovered without sequelae.

Manufacturer narrative:
Catheter model: 8598a, serial # (B)(4), implanted on: 2009-(B)(6), explanted on: unk; catheter model: 8709sc, serial # (B)(4), implanted on: 2007-(B)(6), explanted on: unk.